Event description:
A site technologist reported that the table locks did not actuate, causing the tabletop to move in two axes without resistance. There was no patient involvement or injury reported. This situation could potentially contribute to a serious injury if a patient were to become unsteady and fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found debris on one of the foot pedals, causing the pedal to constantly engage in an on-state. This state prevented the table locks to actuate and consequently enabled the tabletop to move with no resistance. The fe removed the debris, repositioned the table locks, and verified that the locks were performing within specs.